Manufacturer narrative:
(B)(4)

Event description:
Patient's mother contacted on (B)(6) 2016 to report that the g5 application froze on (B)(6)2016. Patient's mother stated that after 20 minutes everything updated and corrected itself. Patient's mother also uninstalled and reinstalled the application and the issue was resolved. No injury or medical intervention was reported.